Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 8:30am. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the alleged power issue and subsequently, the patient reportedly developed symptoms of sweating at an unspecified date/time later. According to the csr's documentation, on (B)(6) 2011 at 9am, the patient reportedly administered self-treatment by consuming food/drink. During troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced (per owner's booklet recommendation) and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.